Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The battery depleted from 95% to 30% within one day. In addition, the customer received an occlusion alarm. Following the occlusion, the customer changed the cartridge and infusion set and resumed insulin delivery via pump. Customer reported blood glucose (bg) level was 312 (mg/dl). Customer stated they ate pie which contributed to the elevated bg. A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.